Manufacturer narrative:
Event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent surgery to replace an ipg that had a recharge burden that was not providing at least 24 hours of therapy. The ipg was explanted and replaced to address this issue.